Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: one power supply fault alarm observed in black box on 10/6/2015. There were battery compartment cracks observed in the thread area and below the grip pad. The pump case was cracked in the corner of the display area. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump on the motor flex cable and connector and various other electrical components. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.